Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's half height drawer and tower door 1 was failed. The field service engineer (fse) had found that the half height drawer rails was broken. And the fse had resolved the issue by replacing the half height drawer and tested for functionality. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.